Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm. After further review of the unit's interior, did not note any presence of previous moisture or corrosion on the electronic assembly inside the case. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin black strip located above the lcd display is missing. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the crack along battery compartment. The device will be returned for analysis.